Manufacturer narrative:
(B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4). As of 06/15/2010, that number was de activated due to the site no longer being a manufacturer and until 2014 complaints related to these products were handled by arjo hospital equipment (B)(4) and any medwatch reports were submitted or (B)(4). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh (B)(4) complaint handling establishment and any medwatch reports will be submitted. An investigation was carried out into this complaint. Based on the information gathered during the resident's lifting process one of the clip sling detached from the spreader bar of the lift. Therefore, it appears most likely that the clip detached from the start of the transfer. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. It has been established that the lift device (marisa) and the clip sling system was being used for patient handling at the time of the event and in that way contributed to the outcome of the event. The sling and the lift which work together as a system were found to have been to specification from a functional perspective 'when the event took place. An on-site inspection found the sling with not readable label. This have no impact on the performance of the system (lift and sling together) when used according to the device instructions for use (IFU) procedures for a transfer. This is rather an indication that the sling should be withdrawn from use and replaced. The sling and the lift device were inspected and no malfunctions were found that could have caused or contributed to the event. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sting is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on-label use. From simulations, we know that in the situation, when the clip is not attached and under tension with the weight of the person in the sling from the start, a drop will be immediate. Based on the information received, it appears most likely that the one of the clip sling was not correctly positioned, means that was probably not fully attached due to wrong patient's handling procedure. If the labelling is followed there can be no issue. However, it is possible for the caregivers to not have followed the labelling and not checked the clips are still correctly attached to the attachment lugs and remain in tension as the weight of the resident is gradually taken up. From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. Note that the customer was visited and interviewed by a local arjohuntleigh representative but could not provide any training dates for staff. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure and checking the sling condition before transfer. (B)(4).

Event description:
On (B)(6) 2015, the following was reported to arjohuntleigh: a resident was being lifted with a marisa lift when the sling clip detached and the resident fell to the floor. Resident sustained a laceration to the head and went to the hospital. No more details were provided.